Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 health effect - clinical code - e1803 nodule.

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. The area was prepared with soap and water before placing the sensor on the body. On (B)(6) 2025, the patient experienced a skin reaction with redness, pimples and a bump underneath sensor pod area only. When the patient removed the sensor on (B)(6) 2025 he notice a redness an bump under the sensor pod. He went to the pharmacy same day and the pharmacist there called his doctor for permission getting a prescription. They prescribed oral antibiotic cefuroxime 500mg. At the time of the report the patient was fine and the bump was smaller. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.